Event description:
It was reported that on the 2nd day of npwt utilizing a pico7, the home care patient noticed the leak alarm lamp illuminated. The status of the dressing was unknown. The patient go to a hospital on the next day, and the doctor confirmed that the pump did not work. The treatment was continued with a backup. No patient harm. No delay.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this issue in the past 4 years. It was reported that the device was used for treatment and on the second day of therapy the leak alarm began to illuminate. The treatment was continued with a backup. Two pumps were returned. Each pump was evaluated to help to identify if there were any problems with the pumps and/or what could have caused the reason for the complaint. The devices were attached to the diagnostics equipment and this confirmed that both the pumps had reached their 7 day expiry due to being in use for this period of time. No errors were detected. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. The leak alarm will illuminate if an air leak is detected anywhere within the device. This can be caused for reasons including if the dressing has become compromised, the tubing is not securely fastened or if the port is not adhered to the dressing correctly. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no errors were detected with either of the two returned devices, we have been unable to confirm a relationship between the event and the devices or identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.